Event description:
Customer states: prior to use on a pt, a nurse at hospital heard a sound of air leakage from the inflation line. Customer confirmed no pt involvement.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received, a summary of the investigation will be provided in a supplemental report.